Manufacturer narrative:
Bent release crossbar on the breakaway head section; torsion springs; extension springs.

Event description:
It was reported by service report that the cot had worn extension springs and torsion springs. Also, the bent release crossbar was broken. No patient involvement or adverse consequences are reported.